Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there were 5 screws locked distally, 5 screws locked proximally and two screws locked in between were implanted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a condylar plate broke post operatively. On (B)(6) 2024: mechanical fall in algeria, returned to france for surgery. Supracondylar fracture of the femur, 3th fragment in butterfly wings, on a right total knee prosthesis. The patient was operated on (B)(6) 2024 by osteosynthesis with synthes va lcp plate. 2nd admission: the patient presented to the emergency department for a fall on (B)(6) 2024. In clinical examination pain and swelling without redness of the right thigh. It has a broken device at 6 weeks since beginning of surgery. 2nd operation performed on (B)(6) 2024: re-surgery removal of previous device, debridement of fracture area, reduction and fixation using a new lcp plate from johnson & johnson, 301 mm long, with two strapping cables and bone graft administered as 7 cc from biobank.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed the plate was observed implanted and explanted broken from the middle center area, therefore the reported condition can be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the va-lcp condylar plate 4.5/5.0 r 14ho l30 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 02.124.414s. Lot number: 4407p19. Manufacturing site: mezzovico. Release to warehouse date: 08 mar 2023. Expiration date: 01 mar 2033. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and stated as follows: plate implanted on (B)(6) 2024 on supracondylar fracture of the right femur - plate fracture noted on plate rupture on (B)(6) 2024. The surgical revision was on (B)(6) 2024, with the removal of the ruptured plate and new osteosynthesis with osteos. Va-lcp plate 5.0 pr femur distal anatomic 14 straight holes l.303mm. Steel 02124414s + crco cercling cable d.1.7mm 61110501s x 2 + spongious bone greffon bottle 7cc (human origin) 90072. Patient's current condition: surgery revision - loss of autonomy. Removal of the fractured plate and revision with osteosynthesis material.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, b14 (to capture DHR). Corrected: b3, g1 manufacturing site. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part number: 02.124.414s. Lot number: 4407p19. Manufacturing site: (B)(4). Release to warehouse date: 08 mar 2023. Expiration date: 01 mar 2033. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.